Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No unexpected clear error anomalies were noted. The following cosmetic damage was also found on the pump: minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump's buttons are not working and that the pump is alarming with the button error that the caller is unable to clear. The patient's blood glucose at the time of incident was 5.0 mmol/l. Troubleshooting was initiated for the keypad anomaly. The customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.